Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully started their sensor session without experiencing the error again.